Event description:
It was reported that the patient experienced two leaking insulin cartridges from a specific lot, which coincided with hyperglycemia detected on a continuous glucose monitor; the user replaced the cartridge with one from a different lot and blood glucose subsequently trended down, while the device continued delivering insulin. Symptoms included hyperglycemia without ketones. Outcomes included recovery without medical intervention or hospitalization. Investigation included customer interview, troubleshooting, and education on ketone action plan and monitoring. Investigation of this case revealed that insulin delivery was interrupted due to leaking cartridges and that blood glucose improved after cartridge replacement. It was concluded that the event was related to a device component issue involving the cartridge and that user-guided corrective action restored therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.